Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) on (B)(6) 2026 with hyperglycemia. The patient was diagnosed with diabetic ketoacidosis (dka) and was still at the hospital at the time of the report. The patient's blood glucose levels were not reported. Reported symptoms included severe fatigue and nausea. Treatment during hospitalization included unspecified intravenous treatment and insulin.